Event description:
Customer stated that pt received a reading of 35mg/dl and it should have been 135mg/dl. Pt stated that part of the screen is missing. A review of the system was conducted over the phone. This review indicated that the meter was missing segments from the hundreds position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided.